Manufacturer narrative:
The console was returned for evaluation. Could not verify the malfunction. The unit primed successfully. During the execution of protocol number (B)(4), irrigation did not shut off after prolonged usage. It was determined that the vacuum sensor diaphragm movement is being restricted, which prevents a complete release of vacuum causing the reflux valve to remain open. To correct the problem, the spacer valves were manufactured to the higher end of their specification to ensure contact of the handpiece cartridge with the console and an elliptical feature was added to the cassette to allow for the sensor to move more freely. Units that were returned through the complaint system were serviced and the spacer valves were replaced per CAPA (B)(4). There have been no other reported issues concerning this console. What appears to be fluid buildup, only seems to occur during an elbow procedure due to the skin being tight in this region. The company's chief medical officer had documented that there is no harm to the patient with excess fluid. The body will absorb it. There have been no reported events of fluid retention since (B)(6) 2012. Doctors with more cases tend to squeeze out excess fluid as part of their routine. A product recall was initiated may 2013 to replace spacer valves on consoles in distribution.

Event description:
I did another fast procedure on lateral elbow this am and the machine is still not turning off it's irrigation. Remember I emailed you about a month ago indicating that when we pulled the tx1 from the skin, it was squirting out water, even though the device energy was off. In this case, noticeable sq edema over lateral elbow and once again device squirting as we removed from the skin. I think you had said that if this continued, probably need to get a replacement console.